Event description:
Customer reported during a angio case the left monitor went black during fluoro. The system was rebooted and the case was completed. No patient harm due to occurence.

Manufacturer narrative:
Gehc service personnel checked system output dose which was 7.97 r/min indicating system output is within specs. Downloaded system error logs and found no indication of the dark image occurence. Informed customer the cause of the intermittent dark image may be possible faulty ps2 power supply in mainframe. In-house biomed will order and replace ps2. In-house biomed decided on 6-6-07 to request we replace pwr supply. Ordered and replaced pwr supply on 6-7-07, performed several fluoro sequences with no image problems.